Event description:
A nurse reported that insufficient power of the probe before vitrectomy surgery. The surgery was successfully completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in b.2. And h.11. Upon further evaluation of the reported issue no association with cutting or aspiration was identified. Therefore, updated as defective probe which does not meet the criteria for regulatory reporting. No further report will be scheduled under mfg. Report number 1644019-2025-03244. The manufacturer internal reference number is: (B)(4).